Manufacturer narrative:
Broken casting.

Event description:
A field service technician reported that the leg broke. It was also reported that this happened when the cot with a patient ((B)(6)) on it was lifted. Neither patient nor paramedics were injured.